Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and results of third-party testing. Olympus provided the results of the culture test performed at third-party labs. The test indicated that all channels of the scope were cultured, and no contamination was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Therefore, a root cause could not be determined. As result of confirming instruction manual, following sections describe reprocessing procedures: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no positive cultures were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Related patient identifiers: (B)(6).

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for 20 colony forming units (cfus)/19.5 ml of klebsiella pneumoniae on (B)(6) 2024 and greater than 120 cfus/ 20ml of klebsiella pneumoniae on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.